Event description:
On (B)(6) 2012, t2 recon nail surgery was performed. The nail was inserted in the avoidable state with insufficient reduction. On (B)(6) 2012, it was confirmed that the nail broke. The revision surgery with uha was performed on (B)(6) 2012.

Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report. Additional devices: 18976-110s lag screw, recon t2 recon ?6.5x110 mm, lot # k239905, 18965-050s locking screw, fully threaded t2 tibia ? 5x50 mm lot # k226691, 18965-060s locking screw, fully threaded t2 tibia ? 5x60 mm lot # k611549, 1843-1134s end cap t2 recon +15mm lot # k269801.